Event description:
It was reported that the device under-infused medication. Per the reporter, the pump was programmed to deliver 790ml and when the patient returned to the clinic the reservoir volume said 0ml, but there was still 132ml remaining in the bag. No adverse patient effects were reported by the customer.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn (B)(4) the date of that submission was (B)(6) 2024. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.